Event description:
The patient reported experiencing elevated blood glucose in 2009 of up to 415 mg/dl. The patient's normal blood glucose level is 120 mg/dl. The patient stated that the infusion set connection does not fit together properly and the connection is occluded. The patient changed the infusion set and bolused through the infusion device. The infusion site is changed every 2 days and the infusion tubing is changed every 4 days. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.